Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the auxiliary drawer failed and was unable to recover. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The field service engineer stated that the customer cancelled the work order. No resolution was provided by both the field service engineer and the customer about the resolved issue. The system functioned as intended after the field service engineer troubleshooted the device.